Event description:
Device issue: stent jumped. Time of device issue: during the procedure. Adverse event: neurological event. Onset of adverse event: after the procedure. It was reported that during a right internal carotid artery stenting procedure, two rx acculink stents were planned to cover the long lesion. The first rx acculink stent (6x30) jumped slightly during deployment, but remained within the target lesion. The second rx acculink stent (7x20), jumped into the first stent, leaving the proximal segment of the lesion unstented. A third, unplanned rx acculink stent (7x30) was deployed without issue to fully cover the target lesion. The patient developed a headache above his right eye that worsened the day following the procedure. One day post-procedure, the patient experienced expressive aphasia with word finding difficulty. The headache and aphasia resolved without any reported treatment. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stents remain in the patient. A follow-up will be submitted with all relevant information. The other two rx acculink are being reported under this same manufacturer report number.